Event description:
It was reported that part of a guidewire was "broken off" during a de-clot procedure at a dialysis center. The event was not reported to terumo until a letter on behalf of the pt was received on june 29, 2010. The following info was reportedly obtained from medical records: pt had "impending graft failure" and "underwent attempted percutaneous management of graft thrombosis"; physician at the dialysis center advanced the guidewire through introducer needle into the graft; graft was "cleared of clot" using fogarty balloon catheter, then area of stenosis was dilated with second balloon; subsequently, a detached piece of guidewire "was noted in venous limb of the graft;" balloon was left inflated to "prevent migration of the foreign body" and pt was transferred to the hospital in stable condition; surgery was performed several days later in which the detached material was removed, clotted graft was "discarded" and new graft was inserted.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 26.7 mmol/l, 13.3 mmol/l, and 6.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.